Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The customer reported a patient incident and wants the pump tested. Patient noticed pca button light was not turning off after she hit the button. The pca lockout is not working correctly. Patient received 0.6mg IV morphine in 10 minutes. Lockout was set up for patient to receive 0.2mg q 30 minutes. Rn increased monitoring and exchanged the pump. Clinical equipment specialist tested the pump and did not find anything. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.